Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a peritoneal tear/leak described as a hole in the peritoneum coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. On an unreported date, the hole in peritoneum was repaired by surgery. Dianeal therapy was discontinued, and the patient started hemodialysis. At the time of this report, the patient was still hospitalized and was not recovered from the event. No additional information is available.